Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ oezkur, m., reda, s., rühl, h., theuerkauf, n., kreyer, s., duerr, g. D., charitos, e., silaschi, m., medina, m., zimmer, s., putensen, c., & treede, h. (2021). Role of acquired von willebrand syndrome in the development of bleeding complications in patients treated with impella rp devices. Scientific reports, 11(1). Https://doi.org/10.1038/s41598-021-02833-8.

Event description:
On (B)(6) 2024 complaints team forwarded publication out of bonn regarding 60 impella patients, 40 patients for cp . The entitled: "role of acquired von willebrand syndrome in the development of bleeding complications in patients treated with impella rp devices" detailed complications as 9 major bleed, 5 ECMO placements, 0 access site bleed, and 10 vw syndrome. Patients were those implanted from (B)(6) 2019 to (B)(6) 2020.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed was unable to be determined as insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 revised as previously entered selection on the initial manufacturer device report number 1220648-2024-11648 was incorrect. B.3, e.1 zip code and g.1 manufacturing site name and address section were revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11648. H.6 code 4620 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11648. A new code was added to health effect - impact codes. Code 925 was added to component code since the initial manufacturer device report number 1220648-2024-11648 in accordance with updated procedures. H.10 a.1, a.4, a.5,d.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) #, d.6a, d.6b and h.4 are unknown statements were inadvertently omitted from the initial manufacturer device report 1220648-2024-11648. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-11648 in accordance with updated procedures.